Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was loaded onto the guide wire and it looks as if the operator advanced both the guide wire and the proglide together and arterial access was lost. The device was not deployed and there was no malfunction; however, it was noted there was a dissection of the artery which was treated via a cut down. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of dissection is listed in the instructions for use as a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.